Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer and troubleshooted the unit. The ras checked the bedside settings, and red alarms were audibly and visually latched only. The alarm reminder was set to realarm at 3 minutes. The ras indicated the monitor had been replaced on monday on (B)(6) 2024 after the first report of alarm silencing on its own. The ras looked at the logs and found 2 alarms on saturday oct 5th were silenced at the central station in the unit phahnic01. The screen capture of the logs was sent to the customer. The customer called back and reached the philips remote service engineer (rse). The customer thought the issue had been corrected; however, the staff noted the red alarms saturday morning were not sounding back at the central station host. They could not provide an exact time, just reported saturday (on (B)(6) 2024) morning. The issue was within room (B)(6). The rse tested the volume at the central station host and there was an audible tone. The customer requested one of the nurses generate an alarm from the bedside, results showed the audible tone for the red alarm was sounding at the central station host at this time. The philips rse reached out to the ras who previously looked at the case. Together, they looked at clinical audit trail logs and found red alarms sounding and being acknowledged not only at the central station, but also at the bedside. A screen shot of what they were seeing within the clinical audit trail logs on saturday morning around 7:30 am - 8 am, once again was sent to the customer. The customer reached out to the philips rse following up for supposedly the same issue that reoccurred at 10:29 in the morning and around 8:30. Onsite support was dispatched to further investigate. A philips technical consultant (tc) arrived at the hospital and pulled logs from the nurse station on red alarms, and it was confirmed all settings were correctly reconfigured and redownloaded with correct software. The customer reached out to philips on a later date reporting the central station had been working last couple of days and the case can be closed out. Based on the logs provided by the customer, the information in the case, and reported by philips rse, ras, and tc, the customer's allegation could not be confirmed. The logs reveal red alarms were sounding and being acknowledged at the central station. No further investigation or action is warranted at this time. Box b: updated information: changed event date, from (B)(6) 2024 to (B)(6) 2024.

Event description:
Philips received a complaint on the patient information center ix indicating one room was acknowledging red alarm by itself. Red alarms are intermittently not sounding back at the picix host. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.